Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was determined to be the cause. The field engineer ordered a replacement hard drive. No further service info is available at this time.